Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion with sepsis. Additionally, the physician had difficulty removing this lead due to superior vena cava and subclavian calcification. Hence, the product was abandoned surgically. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.